Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s while trying to load multiple cartridges. After multiple tries, the customer was able to load a cartridge. The customer could not recall if the blood glucose level was impacted. .

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, the usb pins were found to be damaged.